Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and none of the keys are responsive. Customer's blood glucose was 403mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.